Manufacturer narrative:
The account found the cause to be the solenoid valve. The account replaced the solenoid valve to resolve the issue.

Event description:
The account alleged that when the head down button is press and released the head section goes all the way down by itself. No pt impact.